Manufacturer narrative:
The account found broken pieces in the trend mechanism. The account has not completed repairs.

Event description:
Info received indicates the bed will not go into trendelenburg.